Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect color cap with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to incorrect color cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect color cap with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and incorrect color cap was not observed. Root cause description: the root cause of this type of defect is related to the molded caps being transported in a large superacks. These sacks are emptied automatically by machines which suck out the caps and blow them to the tube assembly line in some cases not all the caps are remove from the sack and a few can remain caught up in the corners and potentially filled with caps of a different color which ultimately makes its way onto the tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii tube with hemogard¿ closure had incorrect hemogard, or the wrong cap color. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.

Event description:
It was reported that bd vacutainer® sst¿ ii tube with hemogard¿ closure had incorrect hemogard, or the wrong cap color. No serious injury or medical intervention was reported.